Event description:
It was reported to philips that there was an issue with the collimator movements. No patient or user harm was reported. No additional information was provided. Due to the lack of information, we are conservatively reporting this event. An investigation into this complaint has been initiated by philips.